Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests. Also, all the operating current tests were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low battery alert, damage and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a bolus. The customer stated that there is a crack on the reservoir area. The customer stated that she had issue with the low battery on her pump. The customer mentioned that she had half a battery and the thing that pushed the insulin stopped working. The customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.